Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: two set screws were received and inspected microscopically. The visual inspection indicated that the thread of one set screw is damaged and sheared off. Also, the hexagon of both screws is seriously damaged in the upper area. The device history file has been checked. No similar incidents have been filed with products from this batch (52097956). Based on the information available as well as a result of our investigation, the root cause of this failure appears to be user related. The most probable cause is that the screw was cross threaded. The shearing-off of the threads on the set screw indicates that high forces were applied. More possible reasons for this failure: incorrect connection between pedicel screw and sleeve; incorrect set screw-receiving by the screw driver; the rod not in the correct position, therefore a proper insertion of the set screw was not possible. Due to the fact that a material problem could be excluded, we assume a handling related error. No corrective/preventive action required.

Event description:
Country of complaint: (B)(6). During locking procedure, the set screw stripped. The hexagon implant material detached. No patient harm/injury. Operation time delay about 10 minutes.